Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (specific values not provided). Customer was working with health care provider to manage bg levels. Customer declined troubleshooting with tandem technical support.